Event description:
A boston scientific 4.0x10 flextome cutting balloon was found to be partially inflated in the packaging. This was apparent prior to use on a patient.======================manufacturer response for cutting balloon, 4.0x10 flextome cutting balloon (per site reporter).======================at the time of this report, I am unaware of the manufacturer's comments for the root cause.